Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 07/20/2020. Investigation conclusion: it was reported there was a hole in the IV line after connecting to the patient. Received from the customer is one used primary set model 2420-0007, lot 20043031. Attached to the set¿s drip chamber spike is a 50ml braun bag, lot number: joa711, exp: 04/21, 0.9% sodium chloride injection. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a cut in the tubing (p/n 660132) approximately 6 inches above the distal smartsite. No other anomalies were observed throughout the set. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set by gravity. The set leaked from previously observed cut in the tubing. No other leaks were observed throughout the set. No further functional testing could be performed due to the leak from the tubing. A device history record for model 2420-0007 with lot number 20043031 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 02apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of a hole in the IV line was confirmed to be a cut in the tubing. Functional priming testing found the set leaked from the tubing approximately 6 inches above the distal smartsite. Closer inspection of the leak observed a cut in the tubing. No other leaks were observed throughout the set. Bd nogales manufacturing ((B)(4)) investigated various steps of the manufacturing and shipping processes where damage could potentially occur. However, a definitive root cause could not be identified. H3 other text: see h10.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: primary line used for pre-meds was defective noted a hole in the IV line after connecting it to the patient no harm was done to the patient IV line was removed and replaced FDA safety report.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: primary line used for pre-meds was defective noted a hole in the IV line after connecting it to the patient no harm was done to the patient IV line was removed and replaced FDA safety report.